Event description:
It was reported that after finishing an exercise and navigating back to the main screen, the surgeon interactive display (sid) remained black and the 3d screen remained blocked on the finalization. The issue also occurred on other exercises, but could be resolved by rebooting the surgeon console and sid each time. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after completing exercises with the advanced simulator (isim) and navigating back to the main screen, the surgeon interactive display (sid) remained black and the 3d screen remained blocked on the finalization. The issue could be resolved each time by rebooting the surgeon console and isim. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.